Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. D4: batch #928c26. Investigation summary: three photos were submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo dhows the device inside the opened packaging with the blister broken. The second and third photos shows the sales unit packaging damaged from a tab of the box. Based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device was returned inside its opened package; upon visual inspection, the blister was found to be broken at one of the sides of the package, and the broken piece was not returned. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number 928c26, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/18/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure and upon opening the manual device in theatre it was discovered that the boxes sterility was compromised and damaged. A new device opened, there were no patient consequences.